Event description:
It was reported that a death occurred. The patient underwent a successful watchman left atrial appendage (laa) closure procedure without complication or adverse events. No pericardial effusion was seen on post-operative imaging. Patient was then brought to the recovery unit and bradycardia was noted. Patient started to decompensate at this time. Approximately 20 hours post-procedure patient went into cardiac arrest and expired 4 hours after onset.